Manufacturer narrative:
(B)(4) - the device has been received, and an investigation is being conducted. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device logs revealed a single occurence of increased intraperitoneal volume (iipv).the device passed the return instrument test / evaluation (rite) electrical and functional tests. The product analysis lab (pal) evaluated the device and identified no failure or malfunction that could have caused/contributed to the iipv. The device met specifications relative to the identified iipv. The assignable cause was determined as insufficient drain, multiple cycles advancing to fill due to slow or no flow. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A single incident of increased intraperitoneal volume was identified during a review of the patient therapy event logs, as occuring during therapy which started on (B)(6) 2010 at 18:09 with a 1692 ml of ultra filtration, during cycle 2.